Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing including gravity and leak testing were performed; and the device performed according to device specifications. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was observed in a solution administration set. This was identified prior to patient use. There was no patient involvement. No additional information is available.